Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 30 mg/dl. He felt like he was going to pass out. The customer's wife assisted by giving him glucose tablets and soda. Customer's current blood glucose level was 212 mg/dl. The device was not returned.